Manufacturer narrative:
(B)(4). The user facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with some indication of blood exposure. Coagulated blood was noted between the polyurethane (pu) cut surface and screw flange on both ends of the dialyzer. Coagulated blood was also noted within the dialysate ring on the non-cavity ID end. Gross visual examination of the device did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The screw flanges were undamaged and fully engaged on the housing threads. The visual inspection did not observe any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly to isolate the leak found during bubble point testing. The sonically welded screw flanges were removed, the cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to removal of the fiber bundle, a short fiber was located on the circumference of the fiber bundle and was potted on the non-cavity ID end. The short fiber was located approximately at 30 degrees with the dialysate ports situated at 0 degrees. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, there were no loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A leak was detected on the non-cavity ID end of the dialyzer during bubble point testing. Following a dialyzer disassembly, further visual examination identified a short fiber on the circumference of the fiber bundle (within the location of the observed leak, and on the non-cavity ID end). The short fiber may have resulted in the reported leak. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that an internal dialyzer blood leak occurred while a patient underwent their hemodialysis (hd) treatment. The machine alarmed immediately after initiation of the treatment. Blood was visually observed in the dialysate compartment of the dialyzer. No dialyzer damage was visible. Blood test strips were not used. Blood from the venous line was not returned; the patient's estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was returned to the manufacturer for evaluation.